Event description:
Cautery delivery tip on telescoping smoke evacuation pencil separated from the handpiece and was suctioned into the smoke evacuation tubing. Ethicon medical products, inc., (B)(4) us. FDA safety report ID # (B)(4).